Event description:
It was reported that stent damage occurred. The target lesion was located in the middle of the left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found stent struts on distal end lifted and pulled in a proximal direction. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle of the left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.